Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed with a 2.75x15mm traveler balloon dilatation catheter (bdc). The 3.0x33mm xience prime stent delivery system (sds) was advanced to the target lesion without reported issue; however, during inflation the balloon ruptured at 6 atmospheres (atm) and the stent implant partially deployed. During withdrawal of the sds, resistance was met with the guiding catheter; thus, all devices were pulled back as a single unit to the introducer sheath. The partially deployed stent implant dislodged in the radial artery. A 1.2x12mm traveler bdc, a 2.25x15mm traveler bdc, and a 3.5x15mm traveler bdc were used to deploy the dislodged stent implant in the radial artery. A new 3.0x33mm xience prime stent implant was deployed in the target lesion in the lad, followed by post-dilatation to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was confirmed. The reported balloon material rupture and the reported difficult to remove were unable to be confirmed. The reported difficult to deploy was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for difficult to deploy, difficult to remove, balloon material rupture, or dislodged/dislocated stent from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design, or labeling.